Event description:
A midline was intended to be placed to continue IV antibiotics with home infusion. The initial attempt was unsuccessful. However, while removing the line, the distal portion of the catheter was sheared and became trapped under the skin. An ultrasound confirmed opaque foreign body material within the soft tissues. Approx size of 4 cm. Vascular surgery was notified and evaluated the patient. He felt risk of exploration and removal outweighed the benefit and it was recommended to leave the retained foreign object.